Manufacturer narrative:
(B)(4). The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted and the mr was reduced to 1-2+, but after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr increased to 3. A second clip was implanted across a cleft to reduce mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology. There is no indication of product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The patient effects of emboli, mitral regurgitation and mitral valve tissue damage as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. All available information was investigated and the reported device being damaged by another device (damaged) appears to be related to user technique. The tissue damage and embolism were a result of the complete clip detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip delivery system (61221u163) is filed under a separate medwatch report number.

Event description:
Subsequent to the follow-up #1 medical device report, the following information was provided: on (B)(6) 2017, a second mitraclip procedure was performed to reduce the current mitral regurgitation (mr) grade of 4, and stabilize the previous clip that had detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). The clip delivery system (cds 61221u163) was advanced; however, while grasping the leaflets, the grippers of the new clip came in contact with the slda clip. The clip was freed from the slda clip and grasping was performed. At this point, the slda detached from the posterior leaflet, and embolized to the left atrium. The slda clip was successfully snared. After removal, leaflet tissue was noted in the clip. Grasping was again performed, but difficult due to the missing leaflet tissue. The decision was made to use the clip in the pre-existing cleft to further close. The cleft was grasped, but the clip appeared to be mobile. The deployment steps were started and the gripper line was left in place a few minutes to determine if the clip would stay stationary on the cleft, but the clip then detached from the cleft and remained on the gripper line. The clip was retracted to the guide with the gripper line, and a snare was used to successfully retrieve the clip. The cds was removed, and no further treatment was attempted. The patient remains stable, with unchanged mr. No additional information was provided